Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03617. Information provided by the patient's attorney indicated the patient alleges the following issues: the patient reported experiencing heating at the pocket site during charging and while the ipg was charged. The patient also alleges random overstimulation. Additionally, the patient alleges the ipg is no longer functional. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on 08/29/2014, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the additional reported issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.